Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was stuck in operating system update screen for longtime. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck in an operating system update screen for a long time. A technical support specialist dialed into the station and confirmed that it was no longer stuck on the operating system update screen. It was verified that the medical application had launched under the designated application account and no issues were found during the session. The tss attached the article " es devices stuck at "windows updates 100% complete screen after reboot" for the user reference and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist verified the device.